Event description:
Patient was being transported back to ICU [intensive care unit] when a "snap" was heard. Norepinephrine line was disconnected. The microclave on the manifold had cracked and snapped in half. A little while later, a second microclave (that had nicardipine running through the line) snapped off. There was no pulling of the lines, so unknown how/why the microclave snapped off. Device is a manifold, model ac205, 5 gang, 4-way, nano-clave stopcock w/ baseplate and rotating luer.